Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump speed would ramp up and cause the tubes to vibrate. When the pump speed was near 2300 rpm, it would change speed to 2400 rpm without any speed change by the user. The user was able to change speed higher or lower manually, but when approaching 2300 rpm the pump speed would change slightly without intervention. Any pump speed changes could be changed by the user. There was no issue with reservoir volumes or very high or low circuit pressures. Blood flow was able to be adjusted to meet the metabolic needs of the pt. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.